Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the calcified right coronary artery (rca). Using a 7f non-bsc guide catheter, the physician advanced the 24mm x 3.00mm ion monorail stent delivery system (sds), however due to calcification the sds was unable to cross the lesion. While attempting to retrieve the stent, the non-bsc guide catheter became caught on the stent and the proximal portion of it accordioned. They physician deployed the stent at 14atms in the rca. The procedure was completed successfully with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).